Event description:
Information was received indicating that a revision procedure was performed at the t3 level due to fractured bilateral rods. During the removal procedure, it was observed that both rods exhibited actuator failure and were freely mobile.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.